Event description:
Device was implanted in l3-4. Rptr has increase in pain (constant) and decrease in mobility. The more she moves the more she hurts, there is more swelling and redness until she is totally down. She has burning as if on fire and it feels like her back is being put threw a meat grinder with each step. Dr refuses to give pain meds. Rptr must fight depression and suicidal thoughts; life is too precious to have these feelings because of pain and disability caused by pain.